Manufacturer narrative:
Device not returned

Event description:
Part of clinical trial, reportedly, patient was lost to follow up in 2003. Investigator contacted patients family, and was told that patient died in 2003, of unknown cause. No device to be returned.